Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, cracked battery tube threads and cracked case corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and the keypad was unresponsive. The customer's blood glucose level was 201 mg/dl. The customer reported that the insulin pump was exposed to moisture. Troubleshooting was assisted. The customer was advised to revert to back up plan. The device will be returned for analysis.